Event description:
It was reported to covidien that the unit got hot and melted the board. The reporter cannot make out the serial number. The unit was not connected to a patient. There was no patient harm.

Manufacturer narrative:
The report could not make out the serial number of the unit. Therefore, the manufacture date is unknown. The warmtouch 5200 patient warmer has been discontinued and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.